Event description:
Patient revised for metal/metal sensitivity causing a reaction from wear particles.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.